Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned after approximately 15 years in service. It was noted that this lead exhibited high capture thresholds. It was successfully replaced with a new lead. No additional adverse patient effects were reported.